Event description:
It was reported that during an ilea-analer pouch procedure, the device cut but did not staple. Another device was used to complete the procedure. There were no adverse consequences to the pt. There is no additional info available.

Manufacturer narrative:
Date sent: 07/15/2008. Info anticipated, but unavailable at this time.